Event description:
Information was received indicating that during use of this smiths medical cadd solis hpca pump, the pump exhibited incorrect doses. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem was found with the dose issue. No actions taken. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.